Event description:
It was reported that during a device change out procedure, this right atrial (ra) lead was suspected to exhibit insulation damage. Low amplitude and high capture thresholds were observed as well. The field representative stated that this lead had been connected to a non boston scientific device before and was implanted epicardially. The lead was attached to a boston scientific device and within range measurements were obtained. No adverse patient effects were reported. At this time, this lead remains in service.